Event description:
It was reported that a patient presented to clinic. Device interrogation revealed loss of rf telemetry on their implantable cardioverter defibrillator (ICD). It was also reported that the patient had an MRI performed in off-label environment on (B)(6) 2021. Programming changes were performed to resolve the issue. There were no patient consequences.